Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump seemed like it is delivering insulin automatically without them delivering a bolus. The customer's blood glucose level was 62 mg/dl at the time of the incident. The customer's other blood glucose level was 101 mg/dl at the time of the call. The customer does not use auto mode. The customer alleges the insulin pump is over delivering because it is delivering more insulin than it should be. Troubleshooting was completed and it was found the customer forgot to rewind the insulin pump prior to changing the set. The insulin pump and reservoir will not be returned analysis.